Event description:
It was reported during a laparoscopic cholecystectomy upon firing an er320 the clips would expel from the jaws, but were not in closed formation. Therefore they would not occlude structures. A new instrument was opened and worked properly to complete the case. There was no consequence to the pt.